Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg is inoperable. Surgical intervention may be pending.